Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitive right ventricular (rv) lead exhibited a rise in pacing impedance measurements from 500 to 1000 ohms, no capture at maximum pacing outputs, and noise leading to a significant number of inappropriate shocks. A competitive lead problem is suspected.

Manufacturer narrative:
The device was reprogrammed vvi40, with tachycardia therapy temporarily programmed off. Available information suggests that the patient will be receiving a competitive rv rate/sense lead at an upcoming revision procedure. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information indicates that the competitive rv lead's rate/sense portion was capped and abandoned, and a new competitive rv lead was implanted. The patient reportedly wishes to have tachycardia therapy permanently turned off. The physician has reprogrammed the device to monitor only mode, and available information suggests that only the bradycardia therapy portion of this device currently remains in service. This event will be updated if any additional information becomes available.